Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after opening the package of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, there was foreign matter seen inside the tube. This event occurred 1 time and no report of adverse or injury.